Event description:
It was reported that the customer received a bolus that she did not program. The caller stated that the customer was about to deliver a bolus, and when she looked down to program it, the insulin pump was already delivering. It was stated that the reservoir was almost empty, and the customer could smell insulin. It was also stated that the insulin pump gave her a no delivery alarm. Advised the caller that troubleshooting could be performed, but the caller stated that she had to get the customer back to school and everything seems to be working at this time. The caller stated that she'd call back if needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.